Event description:
It was reported that wake button required significant effort to turn the screen on. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.